Event description:
Consumer reports getting erratic readings with their plink meter. Analysis run on clark error grid using mean avg. Reading (231, 181) vs. Bd readings (96, 366; 301,61) yielded data point5s in the c/e range of the grid, outside acceptable limits.